Event description:
The customer reported that he activated the device on (B)(6) 2012 in the evening. He could smell insulin at that time, but didn't feel any on his skin. He is not sure that the cannula was inserted properly in the abdomen. He deactivated the device at 9:28 pm on (B)(6) 2012 and also reported that he had been feeling "sluggish". His blood glucose and treatment history for (B)(6) 2012 as follows.

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No malfunction or manufacturing defect that would have contributed to reported hyperglycemia was found. The customer reported that he was unsure whether the cannula had inserted properly in the infusion site. This condition would interrupt insulin delivery and contribute to high blood glucose; it cannot be confirmed by laboratory eval. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."